Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses. It was reported that the patient's access vessel, the right external iliac artery (eia), was thin and significantly calcified. Prior to inserting the gore introducer sheath with silicone pinch valve (ts2430), the physician implanted a contralateral leg component (pxc) in the right eia to allow the safe passage of the sheath. The physician tried to advance the ts2430 through the patient's right eia, but the sheath was interfered by the pxc and could not get through. During this process, the patient's access vessel intima from the right eia to the right common femoral artery (cfa) was damaged. An iliac extender component (pxl) was implanted to repair the damaged right eia, and intimectomy was also performed on the right cfa. The physician opted to create an abdominal aortic conduit and access the sheath from there. The stent grafts were implanted successfully without any other incidents. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital in good condition.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions: the instructions for use for the gore introducer sheath with silicone pinch valve warns: "ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient including death may result."